Event description:
See user facility medwatch.

Manufacturer narrative:
Pi1-127b7j4 date sent: 7/18/2016 d4: batch # 01971984 a photograph was submitted for review. A review of the photography was performed on the (B)(6) 2014. The photograph shows what appears to be the white tubing strain relief which was detached from the locking connector. Biological debris was also observed on the picture. No further evaluation is possible at this time. No conclusion, as the device was not returned for evaluation it is not possible to establish the root cause of the failure without the returned device. The lot number of the device was communicated (packaging lot # zpgbbb); and a review of the device history record was performed on the (B)(6) 2016. No discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2025. Corrected data = g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.